Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she needed assistance removing the battery cap. She was unable to remove the battery cap. The battery inside was dead. Customer's blood glucose level was 554 mg/dl. She treated her blood glucose level with a bolus using the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.